Manufacturer narrative:
Additional phone number: (B)(6). The events of "capsular contracture, baker grade IV, seroma-late and infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Besides, some sterilization run numbers are involved more than one occasion too, but no issues were observed during the sterilization process. Also, it was found a sealer and a sterilizer involved in more than one occasion on those processes, also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, breast shape change, local inflammation, grade IV capsular contracture, local infection.

Event description:
Healthcare professional reported right side ¿grade IV capsular contracture¿, ¿highlighting liquid in these spaces¿, ¿local infection¿, ¿pain¿, ¿breast cysts¿, ¿breast shape change¿, ¿inflammation¿, ¿slightly lobulated contours¿, ¿ripples on the surface of the breast prosthesis¿. Device remains implanted.